Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device. The following reports are being submitted: 180106-000048,180106-000058,180106-000060,180106-000064,180106-000068,180106-000069,180106-000074,180106-000080,180106-000088.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined via data.